Manufacturer narrative:
Follow-up #1: date of submission 03/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/22/2016 with the following findings: the display was found to be dim, faded and pink. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper traveling toward the case seal.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a dim/faded/color spectrum issue with the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue remains unresolved.